Manufacturer narrative:
(B)(4)

Event description:
It was reported when a patient presented to the hospital for unrelated symptoms, oversensing noise was observed. The noise not reproducible in clinic. The low frequency attenuation filter was turned off. The patient will continue to be monitored.